Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 180 mg/dl. A new cartridge was successfully loaded to address the event.

Event description:
Reportedly, multiple cartridge change errors occurred with one cartridge.